Manufacturer narrative:
Patient weight not available for reporting. Complainant part is not expected to be returned for manufacturer review/investigation. Device malfunctioned intra-operatively and was not implanted / explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2017 as treatment for a fractured rib secondary to being involved in a motor vehicle accident. During the procedure, the surgeon was bending an 11-hole matrixrib plate at the back table and it broke in half. The plate fragments were retrieved. There was no harm reported to the patient. Another plate was bent without incident and implanted in the patient. These events resulted in a 2-minute surgical delay. No harm was reported to the patient. The procedure was successfully completed. The patient outcome was reported stable. Concomitant devices reported: bending pliers (part number unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient date of birth is not known. DHR review was completed. Part no.: 04.501.104s, lot no.: l193252, manufacturing location: (B)(4), release to warehouse date: 09.jan.2017, expiry date: 30.nov.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Corrected data: date of event, concomitant device therapy date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Year of birth is not (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.